Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On february 11, 2008 the lay user/patient contacted lifescan alleging an inaccuracy high issue with her one touch ultra meter. The patient indicated that the reported issue first occurred at 1:30 pm one month earlier and provided an example of blood glucose results she obtained. She compared her meter reading of "220 mg/dl" to her lab results of 150 mg/dl". The results were performed greater than 30 minutes apart. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl", an approved sample source was used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference exceeded the expected value of <=30%; however, the time difference did not meet lifescan's accuracy criteria. She claimed that after the reported issue began, she became sweaty. She had also noted, that she administered unspecified type/dose of a diabetes oral medication based on a sliding scale. It is unknown what events led to the patient's symptoms, such as her activity levels, medications, meals, and meter readings, she also received assistance from a clinic the next month at 1:30 pm, which is one month after the reported issue began, but did not receive any treatment. There is no indication that the product malfunctioned since the time difference of the reported results exceeded lifescan's accuracy criteria. However, this complaint is being reported because the patient allegedly became sweaty after the reported issue began. Replacement products were sent to the patient.